Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and button error alarm. The mother states they changed out the battery and the pump is now completely dead. The customer's blood glucose level at the time of incident was 590mg/dl. The customer treated with manual injection. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. We were unable to perform functional test due to keypad anomaly. No blank display or alarm anomaly noted.